Event description:
Reporter alleged that aviva blood glucose test strips were labeled with an expiration date of 2008. The MFR's batch records show the actual expiration date to be 2007. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.